Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the indicated phenomena occurred due to failure of any of the ap board, dr board (printed circuit board), video connector, or receptacle board inside cv-190. Since the ap substrate and the dr substrate (circuit boards) drive and control the 180 scope, it is considered that the indication phenomenon occurred due to the failure of the ap substrate and the dr substrate. It was believed that an abnormality occurred in the communication between the scope connectors and cv-190 due to a failure of the video connectors and receptor substrates, and that 180 scope could not be detected. The following were confirmed from the information raised: the processor operates normally only when 190 scopes are connected. When they connect the 180 scope, they do not detect the scope. It is recommended to evaluate the 180 scope to make sure there are no problems. All functional tests and electrical safety tests passed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were made to obtain information from the customer however, no response has been received to date. The device has been received however, the evaluation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center fails to operate with the 180 scope however, the 190 scope works as normal. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.